Manufacturer narrative:
Bleeding at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On may 21, 2026, senseonics was made aware of a user who experienced bleeding at the sensor insertion site. The bleeding occurred 3 hours after sensor insertion. As a result of the bleeding the user visited the emergency room (ER) the same day. The user did not receive medical treatment or medication at the emergency room, and the bleeding was ultimately controlled at home with help from their spouse. The event was related to the insertion procedure, and the sensor was not removed. The user reported feeling fine afterward, and their healthcare provider was informed and rebandaged the site. Case notes indicate a possible use of blood thinners by the user; however, this information could not be confirmed. The user discontinued use of the system the following day.